Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also noted that the ipg had gone into hibernation. The patient underwent an ipg replacement procedure and was doing well postoperatively.